Event description:
It was rpt'd that during a latex glove evaluation at a hospital, nine members of the staff developed red rashes and complained of itching. One of these people, reportedly, had cuts to hands and fingers. This is one of nine medwatch reports being filed for this occurrence.